Event description:
The catheter was revised in (B)(6) 2012 as there was a catheter leak in the paraspinal space. The patient symptoms, diagnostics, outcome, and drug in the pump at the time of the event were not reported. Further follow-up is being conducted to obtain this in formation. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type catheter. (B)(4).